Event description:
Dealer called to report a joystick issue. As user is driving the chair the device just stopped abruptly and joystick screen says goodbye with red screen. Joystick has the latest software. Quote #(B)(4) issue. There is no report of injury or ill effect to the end user.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gar , serial number/date code (B)(4) is approximately 3 years and 2 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter however no information has been received. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.